Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found no evidence that would result in the cannula dislodging; a root cause could not be determined. No evidence was found that would result in a failure of the adhesive pad to adhere; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was treated for high bg (blood glucose) values. Patient was given an injection for nausea. The patient stated she had a pod that the adhesive failed and the pod just fell off. The pod had got wet but was not wet for long, and the adhesive came off enough for the cannula to fall off. The patient did not discover the issue until the next day and her bg levels had spiked. The patient stated she wore it more than 24 hours but it failed before that. The patient stated they did go to urgent care, because they were not sure what was causing her bg level to spike at the time. Her bg hit a highest recorded level of over 400 mg/dl. When the pod first started coming off, she was hanging out with friends by the pool, but states she did not get in the water. The adhesive became wet as it was exposed briefly to the water. The reason she did not notice the cannula coming out, was due to the fact that she wrapped the pod in an ace bandage to help keep it adhered and protected. The patient went to urgent care and was given nausea medicine by an injection because she had been throwing up and was dehydrated. During this time she states she had come down to the 300 mg/dl range. The patient had changed her pod but it was not clear at what point the pod was changed.